Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that the patient has had pain shift from the right lower back to the left lower back; the patient said their pain used to be in the right lower back. The patient said this pain started 3 months ago. The patient said from what they remember their stimulator was put in to help with the pain in their right lower back, not left lower back. The patient said they tried switching to different groups a,b, c, and d and increased intensity but they were unable to get relief and couldn't feel the vibration so they stopped using their therapy for a couple of weeks. The patient was redirected to their healthcare provider to further address the issue.